Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead due to noise. Lead fracture and an insulation breach were also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53, lead, implanted:(B)(6) 2002; d224trk, ICD, (B)(6) 2013. (B)(4).